Event description:
Per dealer, valve not shifting (B)(4) concentrator. Per independent repair center statement, failure mode: 4-way valve/not shifting, sieve bed/defective, other/leaking, low o2 or yellow light was confirmed.